Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report 29 oct 2025. G3. Date received by the manufacturer? 29 oct 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The user started receiving sensor replacement alert on 1 august 2025, day 253 after insertion.an RMA was authorized for the return of the sensor. In-house testing and review of the raw sensor data from the returned sensor showed optical instability in all sensing areas. The sensor replacement alert was triggered when all sensing areas fell below the threshold value.visual inspection of the sensor revealed delamination of sensor internal components and corrosion of the filter, which contributed to the observed optical instability.the user was provided with a replacement sensor as part of the resolution. B4.date of this report 17 feb 2026. G3.date received by the manufacturer? 12 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 01 august 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.